Event description:
Physician had needle completely disengage from syringe during injection. There was no impact to the patient, however event will be reported in good faith due to the possibility that an injury could result, should the same event recur.